Manufacturer narrative:
The portal was returned with an 8 inch length of catheter attached. Microscopy examination revealed a 1/8th inch slit along the length of the catheter over the portal outlet tube. The orientation and physical characteristic of the slit is consistent with a mechanical failure of unknown cause.